Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of remote transmissions revealed high, in range low voltage lead impedance. The impedance increased significantly from baseline over the last few months. No intervention was performed. High capture threshold was also noted but there was no allegation of malfunction. The patient was stable and will continue to be monitored.

Event description:
New information notes that the right ventricle lead was capped and replaced on (B)(6)2020 for high pacing impedance. Patient was stable before, during, and after surgery.

Manufacturer narrative:
Additional information: b1, b2, b5, h1.